Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2267 which indicates air and fluid in the set on the homechoice (hc) during use. The home patient (hp) couldn't see what cycle he was in. Hp reported no leaks or disconnection. Hp will complete therapy with manual supplies. The technical service representative (tsr) referred hp to registered nurse (rn). Product surveillance followed up on (B)(4) 2010 with the peritoneal dialysis (pd) nurse regarding the system error 2267 alarm. The nurse stated that the home patient was just there that morning and was doing fine. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4).